Event description:
The generator underwent product analysis and while reviewing the generator¿s stored data, high impedance was observed. Product analysis confirmed that diagnostics were as expected for the programmed parameters of the generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The date the generator was explanted is unknown. No other relevant information has been received to date.